Event description:
A staff member noted that there were multiple 3 cc syringes with hard to read/crooked measurement lines/markings on them. This is an unsafe condition because it could result in wrongly dosed medications.